Event description:
Four surgical fibers were returned to the MFR with no indication of the reason for return. No add'l info is available. There was no report of patient injury. This report is for fiber number 1.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to be broken proximal to the fiber/cap fusion zone, beneath the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus was also observed on the metal cap. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: the fiber card was verified to have 880 joules of use (B)(4) 2012. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical procedural factors encountered during the procedure.